Event description:
During the implant of a 4mm amplatzer muscular vsd occluder (muscvsd), the device did not configure to its normal shape after release from the delivery cable and embolized. The muscvsd device was retrieved with a snare and another muscvsd device was implanted successfully.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer muscular vsd occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 6f torqvue loader without any deformities.the cause of the reported embolization is unknown.